Manufacturer narrative:
Patient was born in an unreported month in 1954. The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain, fever and turbid effluent. The patient was hospitalized on the same day as onset of the event. On an unreported date, the patient began treatment with unspecified drugs (dose, frequency and route not reported). Two days after the event onset, the patient's abdominal pain was resolved and they were recovering from the event. Physioneal therapy was ongoing. No additional information is available.